Manufacturer narrative:
An alarm indicative of a potential malfunction of the transfer set was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak in the transfer set was identified which is known to cause this alarm. The cause of the leak was determine to be a pin hole in the transfer set tubing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during initial drain of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a leak that was due to a pin hole in the transfer set tubing. The registered nurse (rn) stated that the pin hole in the tubing was taped up. Renal therapy services (rts) explained the alarm and cause. Rts explained the need for transfer set replacement before trying to drain on the hc device. Rts assisted with ending therapy. Proper procedures per the user manual were reviewed with the hp. There was no patient injury or medical intervention associated with this event. No additional information is available.